Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported an end of service message displayed on external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2022-01427 should not have been reported as a medical device report (MDR) after additional information received confirmed the end of life calculations exhibit what the patient is experiencing, confirming normal device characteristics and thus no longer reportable.